Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, an addition is required.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on 8/19/2024, 6:16 pm pst with MFR# 3004753838-2024-208162. The ack2 was received on 8/19/2024 at 6:41 pm pst with coreid: ci1724116824244.11121778@fdsahl86ceb43e_te2. Per cdrh, ¿please resubmit with a note in h11 explaining that it was delayed due to esg downtime". As per cdrh email on 9/23/2024, this submission is considered a timely submission.

Event description:
It was reported that a missing needle occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR # 3004753838-2024-208162 and 3004753838-2024-208162-01 were reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial and supplemental MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.